Manufacturer narrative:
Clinical investigation: a likely temporal association exists between the liberty cycler and liberty cycler set and the patient¿s peritonitis event. However, there is no documentation that indicates a causal relationship. The etiology of the peritonitis cannot be fully determined with the current available information. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2017, a peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis approximately one month prior. The exact date of the event is unknown. The patient had a pd effluent culture performed which revealed the growth of the organism kocuria kristinae. The source of the peritonitis was unknown. The patient was treated outpatient with unspecified antibiotic therapy. The patient reportedly continues pd therapy.